Event description:
It was reported by the customer that the needle doesn't fully retract, and the safety button has to be pushed multiple times before the needle retracts at all. No other information was received regarding any serious injury as a result of this product issue.